Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally switched the carbohydrate ratio and correction factor settings when programming the settings onto the replacement pump. Blood glucose level was 243 mg/dl. Tandem technical support assisted the customer in accurately adjusting the pump settings.